Event description:
It was reported while using bd® needle 1 1/2 in. Single use, sterile coring occurred. There was no report of patient impact. The following information was provided by the initial reporter: two different medications that were drawn up have resulted in a piece of the medication vial plunger ending up in the syringe. We have used both a 3ml and 10ml empty syringe and have drawn them up with an 18g needle (ref (B)(4): lot2299402). It was 2 different medications, vitamin b12 and solu-medrol.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® needle 1 1/2 in. Single use, sterile coring occurred. There was no report of patient impact. The following information was provided by the initial reporter: two different medications that were drawn up have resulted in a piece of the medication vial plunger ending up in the syringe. We have used both a 3ml and 10ml empty syringe and have drawn them up with an 18g needle (ref (B)(4) : lot2299402). It was 2 different medications, vitamin b12 and solu-medrol.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03-oct-2023. H.6. Investigation summary: it was reported a piece of the medication vial ended up in the syringe. To aid in the investigation, one empty 10ml syringe with no needle assembly was received for evaluation by our quality team. A visual inspection was performed and there is a particle about 1/32" in size. No other information could be obtained from the sample. A device history record review was completed for provided material number 305196, lot 2299402. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but without the needle assembly analysis a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.